Manufacturer narrative:
Investigation summary: one photo was received and evaluated. The photo depicted a single 10ml syringe in an opened blister package. The barrel had partial print visible around 1ml markings, between 3 and 5ml markings and 10ml line and bd logo. The rest of the scale markings were either very faint or not visible at all. The missing print observed is rejectable per product specification. Manufacturing review revealed adjustments to marker were made that included ink manifold cleaning. Potential root cause for missing print is associated with the marking process. There was likely an insufficient ink flow to the pad through the manifold resulting in missing print observed. No corrective actions are necessary based on the defective rate identified. Batch 9170912 is considered in compliance with our product specification requirements.

Event description:
It was reported that prior to use scale marking issues were discovered with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: at least half of the syringes in the case do not have markings on them, they are just blank.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use scale marking issues were discovered with a bd syringe luer-lok¿ tip. The following information was provided by the initial reporter: at least half of the syringes in the case do not have markings on them, they are just blank.